Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and components lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2011 navilyst medical complaint report was reviewed for the product family of vaxcel ports and the failure mode of "catheter fractures." No adverse trends were identified. The sample was returned with the catheter still attached to the port. The catheter contained three fractures running parallel to the length of the tubing. The fractures were sized at 0.5cm, 1.0cm, and 1.5cm and were all located between the 10cm and 11.5cm markings on the catheter. When the port and catheter were flushed with a non-coring needle, the catheter was found to occluded with bio-matter distal to the location of the fractures. After soaking, the majority of the bio-matter was removed. The complaint is confirmed for the catheter being fracture. Based on the appearance and location of the fractures the most likely root cause is "pinch-off syndrome." "Pinch-off syndrome" is the pinching, wear, or kinking of the catheter between the first rib and clavicle within the tunneled region, and is due to improper placement of the catheter by the clinician. There is no indication that this incident is the result of a manufacturing or design issue. This is supported by the fact that the port was placed and was functioning for more than 9 months. The directions for use supplied with the device instructs the physician/clinician on how to properly implant the catheter/port, and cautions against certain handling techniques to avoid "pinch-off syndrome." The end user attaches the catheter tubing to the port. Navilyst medical incoming inspection of the chest port catheter includes dimensional inspections, static burst testing, and tensile testing. (B)(4).

Event description:
As reported by end user hospital, the pt was experiencing pain from the port area, so the port was removed. While removing the port, a "split" was noted in the catheter. No pt complications were reported and a new port was implanted.